Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the staff stated the vent low battery alarm is very low and the vent ended up running out of battery and completely shut off. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Based on the event description, the ventilator operated as designed. The device is designed to provide visual and audible low battery alarms, including alarm codes 2430 and/or 3430, indicating limited remaining battery life. The operator guide instructs users to maintain continuous patient/device monitoring and to obtain an external power source and/or prepare for manual ventilation when low battery alarms occur, and to ensure an alternate means of ventilation is immediately available. The operator guide also recommends that patient's are tended to while operating on the ventilator. Investigation determined the reported issue was consistent with expected device operation, and no device malfunction was identified. Analysis for reports of this type has not identified an increase in trend.